Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was coming off. The customer's blood glucose level was 263 mg/dl. Customer stated that the cracked at plastic end of the insulin pump where the drive support cap was located. Troubleshooting was performed for damaged. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to performed the displacement test due to detached end cap. No loose drive support cap anomaly noted.